Manufacturer narrative:
The lot number 2009041 was provided for the suspect medical device by the initial reporter. Mentor attempted to perform a manufacturing record evaluation (mre) on the device, but could not find any manufacturing records under this lot number. It appears that an incorrect lot number was reported to mentor for the device. If the correct lot number is received by the initial reporter, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number ip-00053343. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Device evaluation summary: according with the information reported the patient experienced a deflation and capsular contracture in the breast implant. During analysis of the sample it was observed to be intact. Leak testing was performed and no leak sites were detected. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number ip-00053343. It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with mentor siltex contour profile high 350cc saline breast prostheses developed capsular contracture (baker grade unknown) in both breasts. In addition, the left breast prosthesis deflated post-implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2017. This medwatch report is for the left breast prosthesis.